Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the operating room for an explant procedure due to pocket infection. The implantable cardiac defibrillator was explanted successfully. There were no allegations that abbott products were the cause. The root of infection was unknown. The patient was stable before, during, and after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.